Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on his back. Patient reports the area is itchy. Patient reported being on several medications causing multiple areas to itch including the legs and arms. There was no alleged device malfunction contributing to the irritation. Patient advised physicians were adjusting his medications to see if this would alleviate the rash. Follow up indicated that the skin irritation has improved. Reporting out of abundance of caution since physician did not confirm rash was due to medication.